Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6) 2022, infutronix received a complaint from a user facility representative: "the pump was making a funny sound and his medication bag was completely dry. The patient was worried the pump was not working. I confirmed the patient has not received any alerts and the vtbi and vinf was alternating. Patient stated the medication bag was dry and he was worried he would be getting air in his line. I advised the patient sometimes the bag can look empty but there still medication left. I advised the patient for his comfortability if he really worried about the bag being empty, we can turn the pump off until he follows up with the cancer center. I advised the patient if the bag is completely bone dry the patient will get upstream occlusion as an alert due to the pump trying to pull medication from an empty bag. The patient understood and decided to continue using the pump and will follow up with the cancer center in the morning." On 08/09/2022, infutronix received additional information from the same end user: "pump (B)(4) had a vtbi of 23.7 ml but the infusion was actually complete." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint history review performed. Complaint data reviewed from: : 01 jan 2021 to 05 july 2023. No previous complaints on this device. Analysis of the returned device is complete. Results: the event log for nimbus ii painpro, serial number (B)(6) was reviewed, and it was discovered that the event log captured the infusion complete alert. Then the test was performed on the nimbus ii painpro, serial number (B)(6) where the pump flow rate accuracy was not per the acceptable limit. The reported complaint was not confirmed in the event log, but it was repeated in the performance test. The pump operates outside of specification and does not meet the acceptance criteria. This issue is being investigated under CAPA # it2022-06.